Event description:
A catheter within the hummingbird device was no longer in patent position, requiring device removal. Devices will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in this report is the extent to which we identify medications involved or patient contact.